Event description:
Information received indicated the right head brake caster would not hold when the brakes were set.

Manufacturer narrative:
The hill-rom technician replaced right head brake caster to resolve the issue.